Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and no anomalies were noted with the rotating hemostatic valve (rhv) and the stent. The microdelivery catheter was noted to be compressed. The stabilizer was noted to be compressed, bent, and broken. The stent itself was successfully deployed during functional test, and there was a small amount of friction noted, likely due to the observed anomalies within the microdelivery catheter and the stabilizer. The stent was examined and it was conforming to its visual specifications. No defects were found with the stent. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the stent was broken before the surgery was performed. There was no patient involvement.

Event description:
It was reported that the stent was broken before the surgery was performed. There was no patient involvement.